Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 513 analyzer. The sample initially resulted in an hba1c value of 4.9 % and this value was reported outside of the laboratory to a physician. The physician questioned the result, so the sample was repeated. The sample was repeated on (B)(6) 2023, resulting in a value of 5.5 %. The hba1c reagent lot number was 62958001, with an expiration date of 31-aug-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
Calibration standard errors occurred on two reagent packs. No other calibration alarms were noted. Based on provided quality control data, controls were within range on 13-mar-2023. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer could not find any issues with the analyzer. The investigation could not identify a product problem. The cause of the event could not be determined.